Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's catheter had just been inserted and nurse noted a fiberoptic sensor failure alarm. Additionally, she was not getting an arterial signal on the pump. She was instructed to remove the fiberoptic cable and zero the inner lumen. She was still getting ¿no zero¿. She was then instructed to check connections and get the cable off of the backup pump and try that one, but the same message appeared. She stated the transducer brand is ICU medical and that cable says abbott, the other one had no manufacturer label. She was advised to get the backup pump and switch the patient over to that. She called back to say the back up pump worked fine and she was able to zero it. She was advised to have the first pump sent to biomed. There was no patient harm. Related complaint ot 868622/mfg ref. #2248146-2023-00523

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's catheter had just been inserted and nurse noted a fiberoptic sensor failure alarm. Additionally, she was not getting an arterial signal on the pump. She was instructed to remove the fiberoptic cable and zero the inner lumen. She was still getting ¿no zero¿. She was then instructed to check connections and get the cable off of the backup pump and try that one, but the same message appeared. She stated the transducer brand is ICU medical and that cable says abbott, the other one had no manufacturer label. She was advised to get the backup pump and switch the patient over to that. She called back to say the back up pump worked fine and she was able to zero it. She was advised to have the first pump sent to biomed. There was no patient harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1, e3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing the iabp main board pcb (0670-00-0788), fiber optic swap (0683-00-0519-02). Fse performed unit checkout. Unit passed all functional and safety testes. Iabp was the returned to customer for clinical use.